Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) verified the central control monitor (ccm) touch screen failed to operate in the lower left coner. During laboratory analysis, the product surveillance technician (pst) observed punctured touch screen with liquid ingress behind glass. Unaffected areas of touch screen functioned normally determining punctured hole allowed to migrate behind glass and disable touch screen functions. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The unit was not functioning. The field service representative (fsr) replaced the unit. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor(ccm) screen cracked and moisture appeared inside the screen. It appeared that there is a leak from the computer screen from in the computer screen, not from the outside. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.